Event description:
After a blow to the head, the magnet dislodged from the internal implant. This will require revision surgery to replace the magnet. A corrective action and supplement have corrected this device issue.